Event description:
The physician was sliding the stent over the wire and the stent malfunctioned before it was advanced through the sheath. The stent in question malfunctioned and deployed before it touched the patient. A new stent was put in the patient and the procedure completed.